Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose levels in trips to the emergency room. The patient reported that she dropped a suitcase on the pump a few months ago and the patient stated that she did not feel the pump was working correctly since. The patient stated that during the incident, the pump cartridge cap was broken but has since been replaced. The patient also stated that the pump sounded louder. Customer support reviewed the pump with the patient and confirmed that all of the pump settings were correct. The total daily dose records were confirmed to be correct. The patient stated that there did not appear to be any structural damage to the pump. The patient expressed concern that the piston rod may have been damaged resulting in the pump not delivering all of the insulin. Customer support advised the patient that this was no likely as there were no noted issues with the pump rewind, load, and prime steps. Troubleshooting indicated no mechanical malfunction found. The pump is being replaced for further investigation. The patient was advised to discuss the possibility of site issues and settings adjustments with a health care professional. This report is made based on the allegation that the patient received hospital treatment for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms. The pump was opened for investigation with no evidence of debris found on the lead screw. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.